Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power supply switcher to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power supply switcher was analyzed and found to have a component issue due to an electrical and fiberoptic defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior a da vinci assisted surgical procedure that the doctors console power button is currently not lit and it faulted multiple times when he was doing power cycles. Logs shoe personality module surgeon console (pmsc) error with some communication faults on the surgeon side console (ssc). This was a dual console system so the site used the other console. The procedure continued as planned with no reported injury.